Event description:
It was reported that there was a change in therapy effect. There was concern that the pump was not working at the time of report ((B)(4) 2014). The patient could not verbalize but was described as very uncomfortable, tense, tachycardia, the patient¿s skin was getting red and their belly was getting larger. It was noted that there was concern that the patient was not able to absorb medication. The pump had not been alarming. The patient was admitted to the hospital at the time of report. The pump was used to infuse baclofen. It was reported on the same day that the patient began experiencing symptoms of increased spasticity, agitation and looked distressed the night prior to report ((B)(4) 2014). It was unknown when the onset of symptoms began. The patient was not absorbing their medication through their gi tube and it was backing up. The patient was in the ICU. It was noted that they did not think the patient¿s therapy was working.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).